Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 42 mg/dl and the sensor glucose was 72 mg/dl at the time of the incident. The customer treated the blood glucose with tablets. The customer indicated that they experienced low blood glucose for the past three weeks. Troubleshooting was performed and the pump programming was correct. The customer also indicated that they previously had blood glucose of 330mg/dl to 433 mg/dl, which was treated with insulin. The customer stated that the high blood glucose levels were explained as she ate food she shouldn't have eaten, and therefore did not feel the need to troubleshoot further. The pump was not returned for analysis.